Event description:
It was reported that while connecting a third party infusion pump to the critical care manager (medical device data system) application, the manual documentation of pt "fluid out" data changed from manual entry in the application to automatic and continuous recording of the last data entered. The automatic recording could not be stopped. Users could not manually update application with real-tim "fluid out" data. No pt injuries have been reported in connection with this error condition. The error impacts recording of pt "fluid out" data within the critical care manager application.

Manufacturer narrative:
A preliminary investigation has determined the reported error condition is intermittently be triggered when the user attempts to connect an infusion pump, while in the application the orders 'document an action" window is open. A supplemental report will be submitted upon completion of our investigation.